Event description:
As reported by our affiliates in the united kingdom, it was a case of an implant of a 26mm sapien 3 ultra resilia valve, in aortic position by left transfemoral approach. During the procedure, the esheath was inserted at a steep angle. It was not possible to advance the delivery system through sheath. The delivery system became stuck in the blue portion, and the valve frame was damaged. Consequently, the entire system was removed as a single unit. A new kit was prepped, and the valve implant was successful. The patient was in stable condition with no injury. As per procedural fluoroscopy video provided, it appears that the valve frame damage caused a puncture in the esheath.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is ongoing.

Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusion, and h10. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The returned devices were visually examined, and the following was observed: one strut bent outwards at the inflow side. Imagery was provided and the following was observed: one frame strut bent outwards at the inflow side. According to the technical summary, the IFU, current risk mitigations, including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified regarding warnings, contraindications, or the directions and conditions necessary for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaint for valve frame damage was confirmed based on evaluation of the returned device and imagery provided. Although follow-up from the field stated the patient's access vessels had "mild" calcification, "mild" tortuosity, and a minimum luminal diameter sufficient for use of the 14f esheath+ (greater than or equal to 5.5mm), without imagery (3mensio or other pre-op CT) the vessel characteristics could not be confirmed. Available information suggests that operational factors (steep insertion angle, device manipulation) likely contributed to the event as provided information indicated that the sheath was inserted in a steep angle. A steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. Additionally, device manipulation (e.g high push force) can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side, as observed in the returned device and imagery. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.